Manufacturer narrative:
H3. Analysis of the catheter revealed the pin connector collet was not fully locked in place.

Event description:
Additional information indicated that at the time of the event the patient was also taking tizanidine, fentanyl 50 mcg patch, and hy rocodone-acetaminophen.

Manufacturer narrative:
(B)(4).

Event description:
A physician reported via product surveillance registry (psr) that the patient was receiving compounded baclofen via their implanted intrathecal device. As per the pump's logs, baclofen with concentration 500.0 mcg/ml was being administered at a flex dose rate of 50.02 mcg/day as of (B)(6) 2014. Programming date from most recent refill prior to the event occurred on (B)(6) 2015. As per the pump's logs, baclofen with concentration 500.0 mcg/ml was being administered at a flex dose rate of 69.94 mcg/day as of (B)(6) 2015 the patient experienced new neuropathic pain secondary to catheter placement. The patient visited an emergency room (ER) and an unscheduled clinic or office visit was noted. It was further reported that it was one day following a catheter revision on (B)(6) 2015 that the patient reported new, and severe pain of the left, lower extremity. The patient's right, lower extremity pain (usual pain) had resolved following the revision. As per the hcp, on (B)(6) 2015 the patient reported new neurological pain of the left lower extremity. Intervention included surgically splicing a catheter component on (B)(6) 2015. This catheter revision was performed to remove the existing spinal segment of catheter and implant a new spinal segment at a new level outside of the previous scar lines. Regarding etiology, the event was related to the device (intrathecal / spinal portion of catheter) or therapy and was not related to the implant procedure. The event resolved without sequelae as of (B)(6) 2015. No further information was reported. Additional information requested included medical history and other medications the patient was receiving at the time of the event. A supplemental report will be provided as additional information becomes available.

Event description:
Additional information was received from a physician via psr. The pump logs were examined on (B)(6) 2015, and the last change was made on (B)(6) 2015. The patient was receiving intrathecal baclofen 500 mcg/ml with a daily dose of 54.98 mcg/day in flex mode, and there were no changes made to the daily dose on (B)(6) 2015.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the catheter was spliced on (B)(4) 2015 and not on (B)(4) 2015.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A correction was reported by the hcp via ispr (implantable systems performance registry) that the catheter was spliced on (B)(4) 2015 and not on (B)(4) 2015.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.